Event description:
It was reported that the fenestrated bipolar forceps instrument conductor wire was torn. There was no report of patient involvement. Intuitive surgical, inc. (Is) has requested additional information regarding this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the fenestrated bipolar forceps (part# 420205-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. Root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation was performed due to the wire breakage.

Event description:
Refer to h10/h11 for follow-up information.